Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when trying to deploy a 5f mynxgrip vascular closure device (vcd) the unknown sheath would not come back and it was removed as one unit undeployed. There is no report of injury to the patient. The patient recovered. The device was stored in the interventional radiology department. The mynx vcd was stored and prepared according to the instructions for use (IFU). Resistance/friction was experienced as the mynx vascular closure device (vcd) was advanced through the sheath. Significant resistance was experienced when shuttling down. Excessive force was not applied when shuttling down. Unusual force was applied when retracting the sheath; the physician was uncomfortable with the amount of force, deflated the balloon, and removed the device as one unit. The line was flushed with heparinized saline during the procedure and removed at the end. The procedure used a retrograde approach. The user was trained to mynx. A 5f non-cordis sheath was used. Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. The patient was not hospitalized, and the patient¿s hospitalization was not extended as a result of the event. The device will not be returned for evaluation.